Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600mg/dl. The customer treated high blood glucose with manual injections and insulin pump. The customer specified other relevant blood glucose values as 400mg/dl, 435 mg/dl, 245mg/dl, 410 mg/dl. The customer alleged that the insulin pump was under delivering. The insulin pump will not return for analysis.